Event description:
The manufacturer received information alleging a trilogy 100 ventilator had several ventilator service required error codes occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor board printed circuit assembly required replacement to address the issue. However, no repairs were performed because the device was scrapped.